Event description:
Medtronic received information, this annuloplasty ring was implanted into a patient nine days after its use by date. The nurse forgot to mention to the physician that the ring had expired. The physician became aware of the expired ring one day post-operative. The ring remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The duran ancore instructions for use (IFU) contains instructions that the product has been validated to meet specifications until the use by date identified on the shelf carton. This date reflects a 5-year shelf life that has been validated by medtronic and approved by the FDA. The validation process only reflects the length of medtronic's testing ¿ it is not necessarily an end point for sterility or integrity of the product. However, medtronic does not recommend or endorse the practice of implanting a device beyond its validated shelf life. This event is related to user error.